Manufacturer narrative:
Tracking #.50004. Ees #.981442/j. Device b. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic heller myotomy there was "burn-like" reddened and charred tissue around sites of two 10mm ports when trocars were removed. The charred tissue had to be excised. Port sites were closed after charred tissue was removed.